Event description:
It was reported that the patient went through abrupt severe intrathecal baclofen withdrawal in 2007, and was hospitalized. Patient symptoms included elevated temperature and severe spasticity. The patient was placed on high dosage oral baclofen. The pump was used to deliver compounded baclofen 2,500 mcg/ml. The patient returned to the clinic in 2008 for evaluation of the pump. A rotor study was done, and the rotor did not move. A dye study was also done (results not reported). The hcp reported that there was 'no alarm on'. The pump was replaced a week later and returned to the manufacturer for analysis along with the distal portion of the catheter. Please refer to manufacturer's report #: 6000030-2008-01173.

Manufacturer narrative:
Final device analysis reveals the proximal piece 16.9 cm & 8575 pump connector were returned for analysis. The catheter has a hole located 3.5 cm from the proximal end. The catheter was occluded at first, but it was possible to get bleach through in a short time. Final analysis: catheter leakage-hole.